Event description:
It was reported that the system would not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative contacted the customer by phone and directed them in repairing the system. System operates as intended. Further repair information was not reported.